Event description:
It was reported that full revision surgery was performed due to a lead discontinuity. The explanted product has been returned to the manufacturer for analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.